Event description:
The catheter detached from the hub. The incident occurred 2 to 3 hours after insertion. The catheter was measured and cut at 14 cm and was inserted into the jugular vein. The clinician dressed the catheter at the wing and on the external portion of the catheter. The clinician was able to remove the catheter without surgical intervention. A central venous catheter was inserted after the incident.